Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of power cord damaged is confirmed. The v-lock end of the power cord was noted to be bent with the outer housing damaged. A definite root cause is undetermined; however, a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that during service of the intra-aortic balloon pump (iabp) the power cord was found to be damaged. As a result, the power cord was replaced.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that during service of the intra-aortic balloon pump (iabp) the power cord was found to be damaged. As a result, the power cord was replaced.